Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were not accurate. It was mentioned that the customer was running low on their reservoir and was too weak to change it and the bgs ran high. Bgs were coming down at the time of call.